Manufacturer narrative:
Pt info: information unknown/ not provided. Serial#: unknown/ information not provided. Expiration date: unknown as product serial number was not provided. UDI #: unknown as product serial number was not provided. If explanted, give date: not applicable as the lens remains implanted. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted and the cartridge device is reportedly not available; therefore, a failure analysis of the complaint device cannot be completed. As the serial number is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after following the directions for use (dfu), when the lens went into the eye, the cartridge looked liked it was torn up by the force of the intraocular lens (iol). The iol was undamaged and remains in the eye, no patient injury was reported. There was no medical or surgical intervention reported. Through follow-up it was confirmed that the issue was at the tip of the cartridge and that the product is not available. No additional information was provided.